Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and static and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 168-169 mg/dl. A pump replacement was sent to resolve the issue.